Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low battery alerts not working properly and the notification bars drop very rapidly at the end. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the crack at the insulin reservoir and battery cap was loose and hard to screw on and frequently battery changes within 3 weeks. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place.